Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrections: d5: the operator of the device should be listed as 'other.' D6: the field left blank should indicate 'olympus employee.' E1: address line 1 and the telephone number should be left blank. H8: the usage of the device should have been marked as 'reuse'. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. It is likely that the reportable malfunction was due physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. However, a definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use (IFU): IFU states the detection method in evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited a dirty light guide lens. There were no reports of patient involvement.